Manufacturer narrative:
The pump passed displacement test. The pump was received with all buttons working properly no keypad anomaly noted. However, the j2 connector at the lcd board was found unlocked on visual inspection. There was no frozen screen noted during test and time clock advances properly. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device is frozen and says filling cannula and unresponsive. The customer states the buttons are unresponsive. The customer's blood glucose level at the time of incident was 328mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.